Event description:
Eleven months after his patient had four cypher stents implanted in the mid-right coronary artery, follow-up coronary angiography revealed a focal restenosis located within two of the overlapping stents. A mdct (multidetector computed tomography) was also conducted and a stent fracture was noted at the re-stenotic area as well. A few days later, a 3.0x28mm cypher stent was implanted at 20 atm for 30 seconds to treat the restenosis. The strut fracture area was completely covered by this stent was confirmed via ivus (intravascular ultrasound).